Event description:
An operating room assistant was adjusting a monitor to place it in the doctors¿ view when an upper joint of the arm supporting the monitor cracked, causing the monitor arm to drop downward. The monitor hit the operating room assistant, who sprained his wrist. The assistant went to the ER and was given a splint to wear.

Event description:
Initially, a field corrective action (fca) associate contacted the customer to follow-up on the urgent product recall letter dated january 12, 2010. During the call the wife stated her husband had been feeling the symptoms of fullness, bloating and vomiting. The wife had taken the hp off the solution and he felt fine but a few days later he began vomiting every day. The wife stated that the hp continued having over-fill symptoms, with bloating and vomiting. Reportedly, the hp had an infection and was taking antibiotics (unknown) during the day through a manual day fill of 1500ml. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on 23apr2010. The pd rn stated that the type of infection the hp had was unknown because the culture had no organisms (no growth), but the white blood cell count was over 100 cells/mm^3. The infection was discovered on (B)(6) 2010. The hp had been vomiting because the hp was on reglan for nausea, but was not taking it properly (30 minutes before a meal.) The vomiting and bloating were partly due to nausea, but also was contributed to by the infection. The patient was started on antibiotics (unknown) due to the infection and started a manual day fill of 1500ml. The outcome of the infection is unknown. A call was placed to the facility nurse who provided the following clinical information: the infection the patient experienced was considered an unspecified peritonitis as evidenced by a cloudy bag even though the culture showed no growth but the cell count was increased. The patient was not hospitalized. The patient was placed on ancef and tobramycin intraperitoneal (ip) for 14 days. The event of peritonitis is considered resolved as the patient had a repeat culture and cell count last week and they showed no growth and no increased white blood cells. The nurse indicated that the cause of the peritonitis was considered to be a break in aseptic technique unrelated to baxter solutions or devices. The patient and the wife have been retrained.

Manufacturer narrative:
The damaged monitor arm was returned and evaluated by steris. Ondal, the supplier, verified that the material met specification and they confirmed that there have been no changes to the material specification. Steris evaluation concludes that the break in the casting appears to have been caused by damage incurred during shipment. Steris has improved the tie-down method for arms during crating to prevent excessive movement. Steris conducted an in-service training regarding the proper positioning and use of this equipment.

Manufacturer narrative:
A steris service technician inspected the monitor and reported that the spring arm casting was cracked and partially broken and was retained inside the monitor arm covers. The crack allowed the spring arm tension to release, allowing the monitor arm to drop to its lowest pivot point. The steris service technician installed a replacement monitor arm. The damaged arm has been returned to the factory for further evaluation, which has not been completed. The other monitor arms at the facility were visually inspected and no signs of damage were noted. Steris and the supplier of the spring arm are identifying an appropriate in situ physical test to perform on the other monitor arms at the facility. Steris will submit additional information once the evaluation is completed. An in-service training for the facility will be scheduled.